Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the rv impedance has increased from 580 ohms in (B)(6) to 1580 ohms. There were threshold issues noted as well. This rv lead was capped. No adverse patient events were reported.